Event description:
Proxy biomedical was notified (B)(6) 2012, via email by the polyform distributor ((B)(4)) that they have received a complaint on (B)(6) 2012, regarding a polyform product from a pt's legal representative. The complaint states that as a result of the polyform implant, a pt injury. The date of implantation of the mesh was the (B)(6) 2011. The pt is identified as '(B)(6)'; pt is female, her weight and height details are unk. The hospital where the implant procedure occurred is (B)(6) hospital and (B)(6) hospital, (B)(6). The physician's names are dr (B)(6) and dr (B)(6). The polyform product part and lot number are unk. No other info regarding the product or the pt is available at this time.

Manufacturer narrative:
Device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).